Event description:
Healthcare professional reported the valve was too large compared to the way the sizer fit into the annulus. Valve was damaged during implant, removed, and replaced with a 25mm hk-ii.